Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that no electrode. No harm requiring medical intervention was reported. Customer stated that they did not connect the sensors to the transmitter, lost one sensor due to the sensor not communicating with the insulin pump. The device will not be returned for analysis.